Event description:
"During open rotator cuff repair, two of the 5.0mm bio-corkscrew with fiberwire and needles broke off during insertion (not retrieved). No excess torque or leverage was applied to the shaft, according to the surgeon. New anchors with same serial numbers were implanted and cuff repaired."